Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of "490-500" mg/dl; cause was unknown. Customer had ketones and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2025 with the issue resolved and no permanent damage.